Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was 87 mg/dl. Reportedly, the customer was not following the proper technique to fill a cartridge. The customer had manual injections available as alternate insulin therapy.